Event description:
Reporter indicated that vns pt was diagnosed by an ent with recurrent laryngeal nerve damage and partial left vocal cord paralysis. The pt has opted to have stimulation initiated. No intervention is planned at this time. Treating physician plans to monitor the pt.